Event description:
It was reported prior to starting a da vinci procedure that the fenestrated bipolar forceps instrument had a broken cable at the distal end. There were no missing or fallen pieces reported. There was no allegation of any harm, injury, or adverse outcome to a patient.

Manufacturer narrative:
The instrument was returned and evaluated. The customer reported complaint was confirmed by failure analysis. The instrument pitch cable was broken at the distal clevis hub. The cable segment that contains the crimp was still installed in clevis. The clevis did not exhibit any damage or wear marks. Additional observation not reported by site was the instrument distal pulley had mechanical indentations/burrs. There was an indentation at the edge of the distal pulley and visible scratches on the surface of the pulley. Evidence not conclusive, but mechanical indentations/burrs damage may be due to likely mishandling/misuse. Additionally the grip tips were bent causing side to side misalignment of grips. There was a .067 offset at the tips, indicating overloading at the tip. Electrical continuity passed. Evidence not conclusive, but bent damage may be due to likely mishandling/misuse. No other damage found. The instruments and accessories user manual specifically states: general precautions and warnings -handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however, the broken pitch cable were to recur could cause or contribute to an adverse event.